Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with all buttons responding properly. No damage on keypad assembly. No unlocked keypad connector. Unit received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected audio/vibrate anomaly /absence of alarm. No unexpected low battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted. No excessive no delivery/occlusion alarm noted. Pump received with cracked case at the display window corners, cracked lcd window, broken battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were harder to press and had damage. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump also had diminished battery life, rejected new battery also rewind more than once. Customer stated insulin pump had a low battery and did not give any alert and also had no delivery alerts. Customer also stated that the insulin pump had damage which makes screen hard to read also piece of plastic chipping off. The insulin pump will not be returned for analysis.